Manufacturer narrative:
(B)(4).

Event description:
It was reported that during one day post implant device check, the left ventricular lead exhibited loss of capture and atrial sensing was noted on the left ventricular channel due to lead dislodgement. The lead was repositioned. The patient condition was fine post procedure.